Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has received the suspect device/component for evaluation. When the results of investigation become available, a follow up report will be submitted.

Event description:
It was reported to vyaire that the revel ventilator alarmed circuit disconnect while connected to a patient. The patient was immediately removed from the ventilator and provided positive pressure ventilation via manual resuscitator. The customer confirmed that there was no patient harm associated with the reported event.